Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient stated her implant was placed too shallow and could feel it moving around when she would touch it and could also feel the lead across her spine. The patient had a revision for placement of implant on (B)(6) 2025, it was a pocket revision only, the lead was left in situ, and the same ins was used. No new implants. No medication was prescribed for discomfort and no further complications for patient. According to the representative patient was seen at the hospital in passing and was up on her feet and functioning normal, smiling and chatting with registered nurse and staff, but has not spoken with patient yet waiting for return call.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Supplemental record being submitted for the product investigation conclusion and coding. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A media inspection was performed, and the pictures provided confirmation of the migration. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "discomfort", "pain" and "device migration" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient stated her implant was placed too shallow and could feel it moving around when she would touch it and could also feel the lead across her spine. The patient had a revision for placement of implant on (B)(6) 2025, it was a pocket revision only, the lead was left in situ, and the same ins was used. No new implants. No medication was prescribed for discomfort and no further complications for patient. According to the representative patient was seen at the hospital in passing and was up on her feet and functioning normal, smiling and chatting with registered nurse and staff, but has not spoken with patient yet waiting for return call.